Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0343786v, implanted: 2003-(B)(6), explanted: 2009-(B)(6), product type lead. Product ID 3487a-33, lot# j0343786v, implanted: 2003-(B)(6), explanted: 2009-(B)(6), product type lead. Product ID 748951, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 748951, serial# (B)(4), implanted: 2003-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient stimulation is in their neck and at one point had to ¿get new wires¿ with their first implantable neuros timulator (ins). Information omitted pertaining to event (B)(4) ¿ 375 error, recharging difficulties. These events are not related. Information omitted pertaining to ¿2nd ins replaced due to normal longevity, per (B)(4) this does not fall under the operation definition of a complaint does not require its own event being created.

Event description:
Additional information received reported the cause of the event was fractured leads. It was noted the leads were replaced. It was further noted the patient required hospitalization due to this event. Additional information received reported the patient received assistance from a manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2014-(B)(6).